Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6939244, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient elected to have the devices removed because of the risk of alcl. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memoryshape breast implant 390cc. The patient elected to have the devices removed because of the risk of alcl on (B)(6) 2018. This medwatch is for the right breast implant.